Event description:
On september 24, 2007, it was reported to boston scientific corporation, that a gemini paired wire helical basket was used in an ureteroscopy procedure (actual event date is not known). According to the complainant, during the procedure, the head of the basket detached from the device. The physician was able to retrieve the detached basket entirely with graspers. The procedure was completed successfully with another boston scientific gemini basket device. No pt complications occurred due to this event.

Manufacturer narrative:
Customer complaint confirmed. The returned device is not functional due to the basket subassembly having detached from the pull wire. The spliced cannula that joins the basket to the pull wire has broken approx in half, allowing the basket to separate from the device. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A lot history search was performed and found no other complaints have been reported from this lot. The 2007 15-month gemini baskets complaint trend report, inclusive of all failure modes, was reviewed, no adverse trend was noted. The root cause for this complaint has not been identified.